Event description:
Patient presented to the physician with shocking sensations at the neck and chest implant sites, resulting in pain associated with stimulation. Physician brought the patient into the or, explanted the ipg and sensing lead, implanted a newer ipg model that does not require a sensing lead in a more medial location in the pocket, sutured, and closed.